Event description:
It was reported that during a gastrectomy procedure, the device was used to dissociate the tissue at the laparoscopic operation. It was found that the tip copy of the tissue pad fell out. It happened when the doctor cleaned the tissue pad, which had a burnt of tissue. The fallen piece was not be found yet. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/18/2008. Information anticipated, but unavailable at this time.